Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify low battery alarms due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, broken belt clip rails, serial number label peeling, cracked battery tube threads, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that their insulin pump had cracked battery compartment. The patient¿s blood glucose level was 297 mg/dl at the time of the incident. The customer's mother also reported that the screen was scratched. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.